Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm non bsc device and then the 3.00x20mm taxus liberte drug eluting stent (des) was advanced to the lesion. The taxus liberte device was unable to cross the lesion, and when the device was withdrawn from the pt, it was noticed that the stent was not on the balloon. The physician then retrieved the guide catheter, and the stent was found on the tip of the guide catheter. After predilating the lesion again, another of the same device was implanted in the proximal lad. No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.